Manufacturer narrative:
The investigation into the positioning issues has been completed. The product was not returned for investigation. Data log was not provided for this case. According to clinical notes, the pump was found to be shallow and flipped. During repositioning, the pump was fully inserted into the aorta. After several attempts to reposition the device, the doctor replaced the pump. The cause of the positioning issue was most likely use related. F6 and f8 should have been blank.

Event description:
The user facility reported a 45-year-old male patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the bedside echocardiogram showed the impella cp to be very shallow and cannula flipped. The physician attempted to advance the impella into the left ventricle (lv) unsuccessfully. Several attempts were made using ultrasound guidance, however, was unsuccessful. The decision was made to exchange the impella cp. The was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.